Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pregnancy with contraceptive device ("four pregnancies (first pregnancy)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2011. The patient's past medical history included pregnancy termination (term 4, preterm 2, abortions 2, sab 1, ectopic 1, living 4), tobacco user, drug abuse, alcohol use, gonorrhea (her first baby), syphilis (she had syphilis or chlamydia, she cannot remember which one.), chlamydial infection (she had syphilis or chlamydia, she cannot remember which one.) And cocaine abuse. On (B)(6) 2014 it was reported that denies alcohol or drug use. Concurrent conditions included multigravida (dates of live births: (B)(6) 2002; (B)(6) 2004; (B)(6) 2010; (B)(6) 2011; (B)(6) t2012; (B)(6) 2014; (B)(6) 2015; (B)(6) 2016, abortion/termination 2013), multiparous (dates of live births: (B)(6) 2002; (B)(6) 2004; (B)(6) 2010; (B)(6) 2011; (B)(6) 2012; (B)(6) 2014; (B)(6) 2015; (B)(6) 2016, abortion/termination 2013) and smoker (smoking one pack of cigarettes a month). Concomitant products included aciclovir (acyclovir [aciclovir]), docusate sodium, ferrous sulfate, galenic /paracetamol/codeine/ (acetaminophen w/codeine), ibuprofen, iron, prenatal vitamins, sertraline (zoloft) and trazodone. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines/headaches"), depression ("depression"), anxiety ("mental anguish") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower ("cramps"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with citalopram hydrobromide (celexa) and surgery (laparoscopic right salpingectomy and left partial salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia and abdominal pain lower had resolved and the pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, dysmenorrhoea, migraine, depression, anxiety and vaginal discharge outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: this case was linked with second, third and fourth pregnancy cases included (B)(4). Findings: normal ovaries, evidence of previous left salpingectomy, and essure coils seen at the level of the right cornua extending 1 cm into the right fallopian tube. Two dates for essure removal were reported (B)(6) 2017. Diagnostic results: patient used condoms from (B)(6) 2006 to 1/2011 for birth control, reason for discontinuation-essure device implanted. In (B)(6) 2011, on (B)(6) 2012, (B)(6) 2014 and (B)(6) 2016, patient learned that she were pregnant by home pregnancy test and outcome of pregnancy was live birth without complications. Plan: given past drug use hx as well as multiple attempts at sterilization, patient feels strongly about sterilization at this time. On (B)(6) 2017, pathology: impression: fallopian tubes, left and right, tubal ligation: - complete cross sections of one benign tube. - separate small fragment consisting of a simple circular structure lined by dilated columnar cells, may represent simple paratubal cyst versus tiny residual portion of the fallopian tube. Comment: per computerized chart, patient has history of prior left salpingectomy. Only one definite fallopian tube identified. And on the same date it was reported that discharge note procedure: laparoscopic r salpingectomy, l partial salpingectomy. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pregnancy with contraceptive device and abdominal pain. Most recent follow-up information incorporated above includes: on 9-jul-2018: pfs and mr received. Reporters were added. Patient's address was updated. Case was medically confirmed. Patient¿s detail, pregnancy information, concomitant disease, historical condition, negative history, concomitant drugs, treatment drug and unstructured relevant tests were added. Abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, dyspareunia (painful sexual intercourse), migraines/headaches, pain, psychological or psychiatric problems: depression, mental anguish, vaginal discharge and cramps were added as events. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pregnancy with contraceptive device ("four pregnancies (first pregnancy)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6)2011. The patient's past medical history included pregnancy termination (term 4, preterm 2, abortions 2, sab 1, ectopic 1, living 4), tobacco user, drug abuse, alcohol use, gonorrhea (her first baby), syphilis (she had syphilis or chlamydia, she cannot remember which one.), chlamydial infection (she had syphilis or chlamydia, she cannot remember which one.) And cocaine abuse. On (B)(6)2014 it was reported that denies alcohol or drug use. Concurrent conditions included multigravida (dates of live births: (B)(6)2002; (B)(6)2004; (B)(6)2010; (B)(6)2011; (B)(6)2012; (B)(6)2014; (B)(6)2015; (B)(6)2016, abortion/termination 2013), multiparous (dates of live births: (B)(6)2002; (B)(6)2004; (B)(6)2010; (B)(6)2011; (B)(6)2012; (B)(6)2014; (B)(6)2015; (B)(6)2016, abortion/termination 2013) and smoker (smoking one pack of cigarettes a month). Concomitant products included aciclovir (acyclovir [aciclovir]), docusate sodium, ferrous sulfate, galenic /paracetamol/codeine/ (acetaminophen w/codeine), ibuprofen, iron, prenatal vitamins, sertraline (zoloft) and trazodone. In (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines/headaches"), depression ("depression"), anxiety ("mental anguish") and vaginal discharge ("vaginal discharge"). In (B)(6)2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower ("cramps"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with citalopram hydrobromide (celexa) and surgery (laparoscopic right salpingectomy and left partial salpingectomy.). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia and abdominal pain lower had resolved and the pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, migraine, depression, anxiety and vaginal discharge outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: this case was linked with second, third and fourth pregnancy cases included (B)(4). Findings: normal ovaries, evidence of previous left salpingectomy, and essure coils seen at the level of the right cornua extending 1 cm into the right fallopian tube. Two dates for essure removal were reported (B)(6)2017 and (B)(6)2017. Diagnostic results: patient used condoms from (B)(6)2006 to (B)(6)2011 for birth control, reason for discontinuation-essure device implanted. In (B)(6)2011, on (B)(6)2012, (B)(6)2014 and (B)(6)2016, patient learned that she were pregnant by home pregnancy test and outcome of pregnancy was live birth without complications. Plan: given past drug use hx as well as multiple attempts at sterilization, patient feels strongly about sterilization at this time. On (B)(6)2017, pathology: impression: fallopian tubes, left and right, tubal ligation: complete cross sections of one benign tube. Separate small fragment consisting of a simple circular structure lined by dilated columnar. Cells, may represent simple paratubal cyst versus tiny residual portion of the fallopian tube. Comment: per computerized chart, patient has history of prior left salpingectomy. Only one definite fallopian tube identified. And on the same date it was reported that discharge note procedure: laparoscopic r salpingectomy, l partial salpingectomy. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pregnancy with contraceptive device and abdominal pain. Most recent follow-up information incorporated above includes: on 11-oct-2018: plaintiff fact sheet received: outcome of event dysmenorrhea updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2011. The patient's medical history included pregnancy termination (term 4, preterm 2, abortions 2, sab 1, ectopic 1, living 4), tobacco user, drug abuse, alcohol use, gonorrhea (her first baby), syphilis (she had syphilis or chlamydia, she cannot remember which one.), chlamydial infection (she had syphilis or chlamydia, she cannot remember which one.) And cocaine abuse. On (B)(6) 2014 it was reported that denies alcohol or drug use. Patient used condoms from 1/2006 to 1/2011 for birth control, reason for discontinuation-essure device implanted. In (B)(6) 2011, on (B)(6) 2012, (B)(6) 2014 and (B)(6) 2016, patient learned that she were pregnant by home pregnancy test and outcome of pregnancy was live birth without complications. Plan: given past drug use hx as well as multiple attempts at sterilization, patient feels strongly about sterilization at this time. On (B)(6) 2017, pathology: impression: fallopian tubes, left and right, tubal ligation: complete cross sections of one benign tube. Separate small fragment consisting of a simple circular structure lined by dilated columnar cells, may represent simple paratubal cyst versus tiny residual portion of the fallopian tube. Comment: per computerized chart, patient has history of prior left salpingectomy. Only one definite fallopian tube identified. And on the same date it was reported that discharge note. Procedure: laparoscopic r salpingectomy, l partial salpingectomy. Ectopic pregnancy treatment. Concurrent conditions included multigravida (dates of live births: (B)(6) 2002; (B)(6) 2004; (B)(6) 2010; (B)(6) 2011; (B)(6) 2012; (B)(6) 2014; (B)(6) 2015; (B)(6) 2016, abortion/termination 2013), multiparous (dates of live births: (B)(6) 2002; (B)(6) 2004; 2010; 2011; (B)(6) 2012; (B)(6) 2014; (B)(6) 2015; (B)(6) 2016, abortion/termination 2013) and smoker (smoking one pack of cigarettes a month). Concomitant products included aciclovir (acyclovir), celecoxib (celexa) since (B)(6) 2011, codeine;paracetamol (acetaminophen;codeine), docusate sodium, ferrous sulfate, ibuprofen, iron, medroxyprogesterone acetate (depo-provera) since (B)(6) 2017, minerals nos;vitamins nos (prenatal vitamins), sertraline hydrochloride (zoloft) and trazodone. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines/headaches"), depression ("depression"), anxiety ("mental anguish") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device ("four pregnancies (first pregnancy)"). On an unknown date, the patient experienced abdominal pain lower ("cramps"), autoimmune disorder ("autoimmune diagnose"), post procedural complication ("post removal complication-yes") and genital haemorrhage ("gen abnormal bleeding"). The patient was treated with and surgery (laparoscopic right salpingectomy and left partial salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain lower, autoimmune disorder and genital haemorrhage had resolved and the pregnancy with contraceptive device, menorrhagia, vaginal haemorrhage, migraine, depression, anxiety, vaginal discharge and post procedural complication outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 10. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain lower, anxiety, autoimmune disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, post procedural complication, pregnancy with contraceptive device, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: this case was linked with second, third and fourth pregnancy cases included (B)(4). Findings: normal ovaries, evidence of previous left salpingectomy, and essure coils seen at the level of the right cornua extending 1 cm into the right fallopian tube. Two dates for essure removal were reported (B)(6) 2017 and (B)(6) 2017. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pregnancy with contraceptive device and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Events added from pfs- autoimmune diagnose, post removal complication-yes. Reporter information, cluster ID were added. Seriousness criteria for event pregnancy with contraceptive device was updated to non serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pregnancy with contraceptive device ("four pregnancies (first pregnancy)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in march 2011. The patient's past medical history included pregnancy termination (term 4, preterm 2, abortions 2, sab 1, ectopic 1, living 4), tobacco user, drug abuse, alcohol use, gonorrhea (her first baby), syphilis (she had syphilis or chlamydia, she cannot remember which one.), chlamydial infection (she had syphilis or chlamydia, she cannot remember which one.) And cocaine abuse. On 10dec2014 it was reported that denies alcohol or drug use. Concurrent conditions included multigravida (dates of live births: (B)(6) 2002; (B)(6) 2004; (B)(6) 2010; (B)(6) 2011; (B)(6) 2012; (B)(6) 2014; (B)(6) 2015; (B)(6) 2016, abortion/termination 2013), multiparous (dates of live births: (B)(6) 2002; (B)(6) 2004; (B)(6) 2010; (B)(6) 2011; (B)(6) 2012; (B)(6) 2014; (B)(6) 2015; (B)(6) 2016, abortion/termination 2013) and smoker (smoking one pack of cigarettes a month). Concomitant products included aciclovir (acyclovir [aciclovir]), docusate sodium, ferrous sulfate, galenic /paracetamol/codeine/ (acetaminophen w/codeine), ibuprofen, iron, prenatal vitamins, sertraline (zoloft) and trazodone. In january 2011, the patient had essure inserted. In january 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines/headaches"), depression ("depression"), anxiety ("mental anguish") and vaginal discharge ("vaginal discharge"). In march 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower ("cramps"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with citalopram hydrobromide (celexa) and surgery (laparoscopic right salpingectomy and left partial salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia and abdominal pain lower had resolved and the pregnancy with contraceptive device, menorrhagia, vaginal haemorrhage, migraine, depression, anxiety and vaginal discharge outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: this case was linked with second, third and fourth pregnancy cases included 2017-170220, 2017-170233 and 2017-170241. Findings: normal ovaries, evidence of previous left salpingectomy, and essure coils seen at the level of the right cornua extending 1 cm into the right fallopian tube. Two dates for essure removal were reported (B)(6) 2017. Diagnostic results: patient used condoms from 1/2006 to 1/2011 for birth control, reason for discontinuation-essure device implanted. In 03/2011, on (B)(6) 2012, (B)(6) 2014 and 12/12/2016, patient learned that she were pregnant by home pregnancy test and outcome of pregnancy was live birth without complications. Plan: given past drug use hx as well as multiple attempts at sterilization, patient feels strongly about sterilization at this time. On 09feb2017, pathology: impression: fallopian tubes, left and right, tubal ligation: - complete cross sections of one benign tube. - separate small fragment consisting of a simple circular structure lined by dilated columnar cells, may represent simple paratubal cyst versus tiny residual portion of the fallopian tube. Comment: per computerized chart, patient has history of prior left salpingectomy. Only one definite fallopian tube identified. And on the same date it was reported that discharge note procedure: laparoscopic r salpingectomy, l partial salpingectomy. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pregnancy with contraceptive device and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-nov-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2011. The patient's medical history included pregnancy termination (term 4, preterm 2, abortions 2, sab 1, ectopic 1, living 4), tobacco user, drug abuse, alcohol use, gonorrhea (her first baby), syphilis (she had syphilis or chlamydia, she cannot remember which one.), chlamydial infection (she had syphilis or chlamydia, she cannot remember which one.) And cocaine abuse. On (B)(6) 2014 it was reported that denies alcohol or drug use. Patient used condoms from (B)(6) 2006 to (B)(6) 2011 for birth control, reason for discontinuation-essure device implanted. In (B)(6) 2011, on (B)(6) 2012, (B)(6) 2014 and (B)(6) 2016, patient learned that she were pregnant by home pregnancy test and outcome of pregnancy was live birth without complications. Plan: given past drug use hx as well as multiple attempts at sterilization, patient feels strongly about sterilization at this time. On (B)(6) 2017, pathology: impression: fallopian tubes, left and right, tubal ligation: complete cross sections of one benign tube. Separate small fragment consisting of a simple circular structure lined by dilated columnar. Cells, may represent simple paratubal cyst versus tiny residual portion of the fallopian tube. Comment: per computerized chart, patient has history of prior left salpingectomy. Only one definite fallopian tube identified. And on the same date it was reported that discharge note procedure: laparoscopic r salpingectomy, l partial salpingectomy. Ectopic pregnancy treatment. Concurrent conditions included multigravida (dates of live births: (B)(6) 2002; (B)(6) 2004; (B)(6) 2010; (B)(6) 2011; (B)(6) 2012; (B)(6) 2014; (B)(6) 2015; (B)(6) 2016, abortion/termination 2013), multiparous (dates of live births: (B)(6) 2002; (B)(6) 2004; (B)(6) 2010; (B)(6) 2011; (B)(6) 2012; (B)(6) 2014; (B)(6) 2015; (B)(6) 2016, abortion/termination 2013) and smoker (smoking one pack of cigarettes a month). Concomitant products included aciclovir (acyclovir), celecoxib (celexa) since (B)(6) 2011, codeine;paracetamol (acetaminophen;codeine), docusate sodium, ferrous sulfate, ibuprofen, iron, medroxyprogesterone acetate (depo-provera) since (B)(6) 2017, minerals nos;vitamins nos (prenatal vitamins), sertraline hydrochloride (zoloft) and trazodone. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines/headaches"), depression ("depression"), anxiety ("mental anguish") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device ("four pregnancies (first pregnancy)"). On an unknown date, the patient experienced abdominal pain lower ("cramps"), autoimmune disorder ("autoimmune diagnose"), post procedural complication ("post removal complication-yes") and genital haemorrhage ("gen abnormal bleeding"). The patient was treated with and surgery (laparoscopic right salpingectomy and left partial salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain lower, autoimmune disorder and genital haemorrhage had resolved and the pregnancy with contraceptive device, migraine, depression, anxiety, vaginal discharge and post procedural complication outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 10. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain lower, anxiety, autoimmune disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, post procedural complication, pregnancy with contraceptive device, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: this case was linked with second, third and fourth pregnancy cases included (B)(4). Findings: normal ovaries, evidence of previous left salpingectomy, and essure coils seen at the level of the right cornua extending 1 cm into the right fallopian tube. Two dates for essure removal were reported (B)(6) 2017. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pregnancy with contraceptive device and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2011. The patient's medical history included pregnancy termination (term 4, preterm 2, abortions 2, sab 1, ectopic 1, living 4), tobacco user, drug abuse, alcohol use, gonorrhea (her first baby), syphilis (she had syphilis or chlamydia, she cannot remember which one.), chlamydial infection (she had syphilis or chlamydia, she cannot remember which one.) And cocaine abuse. On (B)(6) 2014 it was reported that denies alcohol or drug use. Patient used condoms from (B)(6) 2006 to (B)(6) 2011 for birth control, reason for discontinuation-essure device implanted. In (B)(6) 2011, on (B)(6) 2012, (B)(6) 2014 and (B)(6) 2016, patient learned that she were pregnant by home pregnancy test and outcome of pregnancy was live birth without complications. Plan: given past drug use hx as well as multiple attempts at sterilization, patient feels strongly about sterilization at this time. On (B)(6) 2017, pathology: impression: fallopian tubes, left and right, tubal ligation: complete cross sections of one benign tube. Separate small fragment consisting of a simple circular structure lined by dilated columnar cells, may represent simple paratubal cyst versus tiny residual portion of the fallopian tube. Comment: per computerized chart, patient has history of prior left salpingectomy. Only one definite fallopian tube identified. And on the same date it was reported that discharge note procedure: laparoscopic r salpingectomy, l partial salpingectomy. Ectopic pregnancy treatment. Concurrent conditions included multigravida (dates of live births: (B)(6) 2002; (B)(6) 2004; (B)(6) 2010; (B)(6) 2011; (B)(6) 2012; (B)(6) 2014; (B)(6) 2015; (B)(6) 2016, abortion/termination 2013), multiparous (dates of live births: 26dec2002; 28sep2004; (B)(6) 2010; (B)(6) 2011; (B)(6) 2012; (B)(6) 2014; (B)(6) 2015; (B)(6) 2016, abortion/termination 2013) and smoker (smoking one pack of cigarettes a month). Concomitant products included aciclovir (acyclovir), celecoxib (celexa) since (B)(6) 2011, codeine;paracetamol (acetaminophen;codeine), docusate sodium, ferrous sulfate, ibuprofen, iron, medroxyprogesterone acetate (depo-provera) since (B)(6) 2017, minerals nos;vitamins nos (prenatal vitamins), sertraline hydrochloride (zoloft) and trazodone. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines/headaches"), depression ("depression"), anxiety ("mental anguish") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device ("four pregnancies (first pregnancy)"). On an unknown date, the patient experienced abdominal pain lower ("cramps"), autoimmune disorder ("autoimmune diagnose"), post procedural complication ("post removal complication-yes") and genital haemorrhage ("gen abnormal bleeding"). The patient was treated with and surgery (laparoscopic right salpingectomy and left partial salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain lower, autoimmune disorder and genital haemorrhage had resolved and the pregnancy with contraceptive device, migraine, depression, anxiety, vaginal discharge and post procedural complication outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 10. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain lower, anxiety, autoimmune disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, post procedural complication, pregnancy with contraceptive device, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: this case was linked with second, third and fourth pregnancy cases included (B)(4). Findings: normal ovaries, evidence of previous left salpingectomy, and essure coils seen at the level of the right cornua extending 1 cm into the right fallopian tube. Two dates for essure removal were reported (B)(6) 2017 and (B)(6) 2017. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pregnancy with contraceptive device and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet was received. Outcome of events abnormal bleeding (menorrhagia) and abnormal bleeding (vaginal) was updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2011. The patient's medical history included pregnancy termination (term 4, preterm 2, abortions 2, sab 1, ectopic 1, living 4), tobacco user, drug abuse, alcohol use, gonorrhea (her first baby), syphilis (she had syphilis or chlamydia, she cannot remember which one.), chlamydial infection (she had syphilis or chlamydia, she cannot remember which one.) And cocaine abuse. On (B)(6) 2014 it was reported that denies alcohol or drug use. Patient used condoms from (B)(6) 2006 to (B)(6) 2011 for birth control, reason for discontinuation-essure device implanted. In (B)(6) 2011, on (B)(6) 2012, (B)(6) 2014 and (B)(6) 2016, patient learned that she were pregnant by home pregnancy test and outcome of pregnancy was live birth without complications. Plan: given past drug use hx as well as multiple attempts at sterilization, patient feels strongly about sterilization at this time. On (B)(6) 2017, pathology: impression: fallopian tubes, left and right, tubal ligation: - complete cross sections of one benign tube. - separate small fragment consisting of a simple circular structure lined by dilated columnar cells, may represent simple paratubal cyst versus tiny residual portion of the fallopian tube. Comment: per computerized chart, patient has history of prior left salpingectomy. Only one definite fallopian tube identified. And on the same date it was reported that discharge note procedure: laparoscopic r salpingectomy, l partial salpingectomy. Ectopic pregnancy treatment. Concurrent conditions included multigravida (dates of live births: (B)(6) 2002; (B)(6) 2004; (B)(6) 2010; (B)(6) 2011; (B)(6) 2012; (B)(6) 2014; (B)(6) 2015; (B)(6) 2016, abortion/termination 2013), multiparous (dates of live births: (B)(6) 2002; (B)(6) 2004; (B)(6) 2010; (B)(6) 2011; (B)(6) 2012; (B)(6) 2014; (B)(6) 2015; (B)(6) 2016, abortion/termination 2013) and smoker (smoking one pack of cigarettes a month). Concomitant products included aciclovir (acyclovir), celecoxib (celexa) since (B)(6) 2011, codeine;paracetamol (acetaminophen;codeine), docusate sodium, ferrous sulfate, ibuprofen, iron, medroxyprogesterone acetate (depo-provera) since (B)(6) 2017, minerals nos;vitamins nos (prenatal vitamins), sertraline hydrochloride (zoloft) and trazodone. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines/headaches"), depression ("depression"), anxiety ("mental anguish") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device ("four pregnancies (first pregnancy)"). On an unknown date, the patient experienced abdominal pain lower ("cramps"), autoimmune disorder ("autoimmune diagnose"), post procedural complication ("post removal complication-yes") and genital haemorrhage ("gen abnormal bleeding"). The patient was treated with and surgery (laparoscopic right salpingectomy and left partial salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain lower, autoimmune disorder and genital haemorrhage had resolved and the pregnancy with contraceptive device, migraine, depression, anxiety, vaginal discharge and post procedural complication outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 10. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain lower, anxiety, autoimmune disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, migraine, pelvic pain, post procedural complication, pregnancy with contraceptive device, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: this case was linked with second, third and fourth pregnancy cases included (B)(4). Findings: normal ovaries, evidence of previous left salpingectomy, and essure coils seen at the level of the right cornua extending 1 cm into the right fallopian tube. Two dates for essure removal were reported (B)(6) 2017 and (B)(6) 2017. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pregnancy with contraceptive device and abdominal pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 12-jan-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2011. The patient's medical history included pregnancy termination (term 4, preterm 2, abortions 2, sab 1, ectopic 1, living 4), tobacco user, drug abuse, alcohol use, gonorrhea (her first baby), syphilis (she had syphilis or chlamydia, she cannot remember which one.), chlamydial infection (she had syphilis or chlamydia, she cannot remember which one.) And cocaine abuse. On (B)(6) 2014 it was reported that denies alcohol or drug use. Patient used condoms from (B)(6) 2006 to (B)(6) 2011 for birth control, reason for discontinuation-essure device implanted. In (B)(6) 2011, on (B)(6) 2012, (B)(6) 2014 and (B)(6) 2016, patient learned that she were pregnant by home pregnancy test and outcome of pregnancy was live birth without complications. Plan: given past drug use hx as well as multiple attempts at sterilization, patient feels strongly about sterilization at this time. On (B)(6) 2017, pathology: impression: fallopian tubes, left and right, tubal ligation: - complete cross sections of one benign tube. - separate small fragment consisting of a simple circular structure lined by dilated columnar cells, may represent simple paratubal cyst versus tiny residual portion of the fallopian tube. Comment: per computerized chart, patient has history of prior left salpingectomy. Only one definite fallopian tube identified. And on the same date it was reported that discharge note procedure: laparoscopic r salpingectomy, l partial salpingectomy. Ectopic pregnancy treatment. Concurrent conditions included multigravida (dates of live births: (B)(6) 2002; (B)(6) 2004; (B)(6) 2010; (B)(6) 2011; (B)(6) 2012; (B)(6) 2014; (B)(6) 2015; (B)(6) 2016, abortion/termination 2013), multiparous (dates of live births: (B)(6) 2002; (B)(6) 2004; (B)(6) 2010; (B)(6) 2011; (B)(6) 2012; (B)(6) 2014; (B)(6) 2015; (B)(6) 2016, abortion/termination 2013) and smoker (smoking one pack of cigarettes a month). Concomitant products included aciclovir (acyclovir), celecoxib (celexa) since (B)(6) 2011, codeine;paracetamol (acetaminophen;codeine), docusate sodium, ferrous sulfate, ibuprofen, iron, medroxyprogesterone acetate (depo-provera) since (B)(6) 2017, minerals nos;vitamins nos (prenatal vitamins), sertraline hydrochloride (zoloft) and trazodone. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines/headaches"), depression ("depression"), anxiety ("mental anguish") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device ("four pregnancies (first pregnancy)"). On an unknown date, the patient experienced abdominal pain lower ("cramps"), autoimmune disorder ("autoimmune diagnose"), post procedural complication ("post removal complication-yes") and genital haemorrhage ("gen abnormal bleeding"). The patient was treated with and surgery (laparoscopic right salpingectomy and left partial salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain lower, autoimmune disorder and genital haemorrhage had resolved and the pregnancy with contraceptive device, migraine, depression, anxiety, vaginal discharge and post procedural complication outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 10. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain lower, anxiety, autoimmune disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, post procedural complication, pregnancy with contraceptive device, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: this case was linked with second, third and fourth pregnancy cases included (B)(4). Findings: normal ovaries, evidence of previous left salpingectomy, and essure coils seen at the level of the right cornua extending 1 cm into the right fallopian tube. Two dates for essure removal were reported (B)(6) 2017 and (B)(6) 2017. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pregnancy with contraceptive device and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ("four pregnancies (first pregnancy)") in a female patient who had essure inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (underwent a laparoscopic right salpingectomy and left partial salpingectomy of essure device.). At the time of the report, the pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter considered pregnancy with contraceptive device to be related to essure. The reporter commented: this case was linked with second, third and fourth pregnancy cases included 2017-170220, 2017-170233 and 2017-170241. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.